Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2020, it was reported that while the patient was sleeping, the infusion set's tubing detached from the quick release. The site location was left side of patient's abdomen and the pump was in the right side. The infusion had been used for one day. Reportedly, the infusions were stored in the closet. There was no stress or pull on the tubing and was unsure whether the pump was dropped with the set connected to patient's body. No further information available.